Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was received for evaluation. Visual inspection identified that the bag was soiled with total parenteral nutrition (tpn). Functional leak testing was performed and no leaks were identified. The reported condition of a leak at the infusion port was not able to be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva total parenteral nutrition container leaked from the infusion port. The leak was identified before use. There was no patient involvement. No additional information is available.